Event description:
A user facility reported that one patient sustained a small scar to the face following treatment for fine lines and pores with a lumenis m22 resurfx handpiece. The facility further reported the patient was treated with co2 laser resurfacing treatment as medical intervention.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain further information about the incident report. No subject device laser malfunction was reported; therefore no examination of the subject device laser occurred. The subject device had been newly installed by a lumenis technical engineer within two (2) weeks of the event date. At the time of the installation the subject device laser performance characteristics were within manufacturer's specifications. Subject device laser malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the cause to be aggressive treatment settings based on the condition being treated, common medical practice and device labeling. New install of subject device.